Event description:
It was reported that an angio-seal device was deployed following a diagnostic catheterization. Post deployment, the pt developed cyanosis of the foot and was taken to surgery where the angio-seal device was removed. There was no collagen found with the anchor. The pt's post-surgical course was uneventful and pt was discharged without further incident. A femoral angiogram was performed prior to deployment.